Event description:
It was reported that a an increase in capture threshold was observed over three months. No defect was visible via x-ray. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.